Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019: this case was sent to the clinical events committee (cec) for adjudication on (B)(6) 2019. The case was adjudicated as no migration. There was movement > 10 mm with conditions ¿ aortic elongation of 15 mm exceeded the movement of the device of 10.9 mm. The 4 year CT (date of imaging (B)(6) 2019) showed that the devices were patent and intact with no endoleaks. Cranial migration of the distal aspect of the stent-graft was again noted by analysis. The 5 year CT (date of imaging (B)(6) 2019) showed that the devices were patent and intact with no endoleaks. Cranial migration of the distal aspect of the stent-graft was again noted by analysis. Kink was noted in the proximal component on the 5 year CT. The 4-year CT was re-reviewed following this finding of kink and, on retrospective review, the analysis noted kink in the proximal component at 4 years. Analysis comments on the 4 and 5 year CT¿s were: 4 years: the ulcer remains resolved. There is again suggestion of craniad migration of the distal aspect of the device based on increase in l6 [length from celiac to first 3600 distal sealing stent] (16mm) and l7 [length from celiac to distal aspect of distal sealing stent] (14mm) compared to one month, and comparing relationship of the device to aortic calcifications. The x-rays show angulation of the distal aspect of the device with partial overlapping of stent at 48 months which was not present at 1 month, began at 24 months, and now is causing mild kinking of the device with mild infolding of graft material that is not causing significant narrowing of the flow channel. 5 years: aneurysm remains essentially resolved. The aorta has lengthened over time, causing angulation of the vessel, which has created a mild kink in the device. The anterior aspect of the device has overlapped at the level of stents 6 and 7 due to this angulation, which has caused the device to migrate craniad at the distal aspect. These changes are stable compared to 48 months.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: this (B)(6) female patient in the thoracic low profile clinical study was noted by the analysis to have cranial migration of the distal extension on the 3-year follow-up CT. On (B)(6) 2015, a proximal component (ztlp-p-30-155-ci2) was implanted without difficulty. No other devices were used, and no other procedures were performed. On the completion angiogram, the site noted that the device was patent with no kinks or endoleaks. Analysis concurred with this assessment. Follow-up CT¿s were performed at 1 month, 6 month, 12 months and 2 years post procedure. Device patent and intact with no kinks or endoleaks at all timepoints. The ulcer was noted to be resolved at the 6-month timepoint. Cranial migration of the device was noted by analysis at 3 years post-procedure. Patient outcome: the patient was discharged from the hospital one day after the index procedure. Follow-up visits and imaging have been completed through the 3-year timepoint. No device related adverse events or interventions have been reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). After investigation the event for this pr#: is no longer reportable. Summary of investigational findings: a patient with an ulcer in descending aorta was treated with a ztlp device on (B)(6) 2015 without complications. After procedure there was performed CT´s follow-up 1 month, 6 months, 12 months and 2 years after procedure. The ulcer was resolved after 6 month and device was intact with no kinks or endoleaks at all follow-ups. Cranial migration was noted 3 years after procedure by the analysis. No device related adverse events or interventions have been reported. The complaint is based on the provided information and images. The provided images were reviewed by an expert. Per imaging review, from one through 36 months, the aorta lengthened 14mm. The t11 intercostal artery moved 9mm inferior from the endograft´s distal edge over this time. The remaining 5mm of aortic lengthening was equally distributed proximal to the endograft (2mm), through the endograft (2mm), and distal the intercostal artery. The intended to treat lesion, either a small saccular aneurysm or wide mouth ulcerated, dissected plaque resolved by 12 months. According to the instruction for use the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Based on the provided information and imaging review this complaint regarding proximal migration is not confirmed but aortic lengthening was identified by the imaging reviewer. Clinical assessment was provided on (B)(6) 2019 because additional 4 and 5 years cta and x-rays were provided. The new imaging review gives the same conclusion, that it is not proximal migration but aortic lengthening, therefore investigation and risk remains unchanged. Cook medical will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.